Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet generated alert 61 indicating an external flash write error, and a replacement device was shipped with the expectation that the new device would undergo relearning. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health or need for medical intervention. Investigation included a review of device performance and receipt and inspection of the returned device. Investigation of this case revealed a device memory write malfunction consistent with an external flash write error. It was concluded that the device experienced a hardware-related memory fault, and replacement was warranted.